Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead was over-sensing and had high pacing impedance. The patient was asymptomatic. The rv lead was capped and replaced on 02 sep 2021. The patient was stable throughout the procedure.